Manufacturer narrative:
Event information was obtained from the following article: thoo ch, bourke bm, may j. Symptomatic sac enlargement and rupture due to seroma after open abdominal aortic aneurysm repair with polytetrafluroethylene graft: implications for endovascular repair and endotension. J vasc surg 2004;40:1089-94.

Event description:
As stated in literature article, a patient underwent repair of a 6cm aaa with a 14 x 7mm bifurcated gore-tex stretch vascular graft. Five years later, the patient presented with severe pain from the right loin to the groin. A retroperitoneal hematoma was revealed. A large amount of semisolid rubbery gelatinous material and a small amount of straw-colored fluid under tension was released from the sac. A large posterior tear was present in the sac. There was no bleeding from the aortic graft or from the anastomoses. The sac was treated with imbricating sutures. The patient was asymptomatic at 12-month follow-up with a normal appearing CT scan and no evidence of recurrent sac enlargement or infection.